Event description:
A patient (B)(6) was enrolled in the (B)(6) study for stress urinary incontinence. The patient was injected with 3.0 ml of coaptite on (B)(6) 2010. The patient received a second injection occurring through the 6 month visit on (B)(6) 2010. An additional (third) injection was performed on (B)(6) 2010. The patient reported a urinary tract infection on (B)(6) 2011 which was confirmed by urinalysis. The patient was treated with antibiotic, cipro 500 mg bid x 7 days on (B)(6) 2011. The infection resolved on (B)(6) 2011. The physician assessed the event as mild in severity and probably not device related. The patient reported a second urinary tract infection on (B)(6) 2011. The patient was treated with bactrim ds bid x 5 days. The infection resolved on (B)(6) 2011. The physician assessed the event as moderate in severity and probably not device related. A third uti was reported by the patient on (B)(6) 2011 and treated with bactrim ds bid x 7 days. The physician assessed the event as mild in severity and probably not device related.

Manufacturer narrative:
(B)(4). Coaptite lots injected during second injection: lot #1017451, exp date 02/2013, mfg date 02/2010, lot #1018599, exp 04/2013, mfg date 04/2010. The lot used for the injection on 09/27/2010 is the same lot as listed. At the time of this report the patient's urinary tract infections had resolved. A review of the device history records indicates the reported lots #1017308, 1017451 and 1018599 met all specifications prior to release. No deviations were noted.